Event description:
It was reported that a user initially experienced a pairing failure when attempting to connect a new freestyle libre 3+ sensor to the ilet app, after which an agent advised rescanning within the app and the sensor subsequently activated successfully with the cgm warmup confirmed in the sensor menu. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included technical troubleshooting and user guidance. Investigation of this case revealed successful sensor activation upon repeat scan with no device malfunction confirmed. It was concluded that, based on previously established findings for similar reports, the event resolved with user education and no further action was required.